Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose level was reported between 90-200mg/dl. The customer continued to use pump for insulin therapy.